Event description:
A transesophageal (tee) probe was disinfected using cidex opa. The pt was undergoing cardiac surgery. After the surgery the pt was noted to have a "chemical burn" on the skin (where the tube rested on the skin).